Manufacturer narrative:
(B)(4). Battery currently unavailable.

Event description:
Per the patient, the rechargeable battery was reported to have overheated and leaked. There were no injuries associated with this issue. The battery has been requested back by the manufacturer for evaluation.